Event description:
They had to remove sister-in-law¿s uterus because she lost it and it became ingrown - tampax tampon [foreign body in reproductive tract]. It hurt - uterus [uterine pain]. Case narrative: a relative reported spontaneously via social media on (B)(6) 2024 that their sister-in-law, a female of unspecified age, used tampax tampons, beginning on an unspecified date, and she lost it (tampon). It became ingrown (uterus) and hurt (uterus). It was reported that her uterus was removed because of this. Relevant history: none reported. It was unspecified if she previously used the same version of the device. Concomitant product: none reported. The event and case outcomes were recovered. No further information was provided. 13-jun-2024: case previously assessed and reported as serious per global regulatory criteria. Case now submitted in compliance with MDR guidelines.

Manufacturer narrative:
There is insufficient information to perform an investigation.